Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a total parenteral nutrition (tpn) bag, produced using a high volume inlet set, was observed to have a blue, plastic material in the solution. No patient involvement or adverse event reported.

Manufacturer narrative:
(B)(4). No actual sample was returned for evaluation; however, photograph of the issue was provided. As no material or components of the inlet are blue and the sample pictures included photos of an unknown source container's blue port, the material was determined to have likely originated from the source container. Additionally, it was noted that the blue plastic material was circular in nature, based on these findings, this event was determined to be user-caused; where the user rotated the inlet spike 360 degrees, completely severing the port membrane of the source container. Per em2400 user manual (pg. 48), it states to rotate inlet spike 180 degrees. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. Should additional relevant information become available, a follow-up report will be submitted.